Event description:
Event description cpi received information that the transvenous defibrillation lead had migrated and the proximal ring of the lead was in the svc. The distal ring of the lead was near the tricuspid valve. Viewing the lead under fluoroscopy, it was noted the lead was twisted beneath the patient's clavicle. Cpi received additional information two months after the replacement lead was implanted that the system was oversensing.